Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the healthcare provider (hcp) stated patient had not charged the ins in "months" and it was not operating correctly. When asked about an event date, the hcp stated that patient was in an accident and ins never worked right after that and that was a few months ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed that ins would need to be charged in order to access MRI mode for the scan. Tss redirected patient to ps if they need assistance. Hcp is at (B)(6) but patient couldn't provided specific name. On (B)(6)2025, the patient called back. They said they went to get and MRI and they couldn't get it because their stimulator wasn't charged. The patient hadn't charged her device because they were in an accident in may. Between being in the hospital and therapy and being in a wheelchair for four months and not being weight bearing they couldn't get to the bathroom. Patient said they couldn't get the stimulator charged to save their life. They had been trying to charge for probably the last three days. Walked them through charging their implant. When they connected to the recharging application it showed my battery 100% and the therapy off. Patient wanted to turn the therapy on. Walked them through going into the micro my therapy application. When they connected, they got a warning por. Agent told them they would need to go to the hcp to clear the por in order to get therapy back and put the device in MRI mode.

Event description:
Additional information was received from the patient. The patient called back and repeated information previously noted. Patient wanted to know why mdt representative(rep) couldn't help them instead of going to the hcp, agent reviewed role of rep multiple times. Patient stated their ins was "locked", agent attempted to get clarification on what patient meant and asked patient to grab their external equipment, patient stated they knew agent would just tell them to go to hcp. Additional information was received from a healthcare provider. It was reported that the healthcare provider(hcp) stated the patient hadn't been seen by managing hcp in 4 years an has since moved out of state.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.